Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported pain in the ribs. Factors that may have led or contributed to the issue remain unknown. The electrode was implanted in 2005 and the neurostimulator was implanted in (B)(6) 2018 but the pain reappeared. Interventions/actions taken included an explant of the electrode and implantable neurostimulator (ins) and a re-implant from a system from a competitor. It was unknown if the issue was resolved. A surgical intervention occurred. No further complications were reported/anticipated.

Manufacturer narrative:
Correction to h6: fdm updated to 4118, fdr updated to 3233, and fdc updated to 11. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2005, product type: lead; product ID: 74895147, serial# (B)(4), product type: extension. Analysis of the ins (s/n: (B)(4)) found no anomalies. Fdc pertains to the ins (s/n: (B)(4)). Fdm and fdr pertain to the ins (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the displacement of the percutaneous electrode implanted 13 years ago could explain the pain in the ribs. The provided information had been confirmed with the physician.